Manufacturer narrative:
The failure investigation has been performed and the alleged issue (B)(4) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The customer reloaded the cartridge and a minimum fill message occurred. Reportedly, the cartridge had 200 units of insulin. A new cartridge was filled with 250 units and another minimum fill message occurred. The customer's blood glucose level was 318 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.